Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no suction noted at the end of an eye surgery. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for this case.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. The reporter informed that the reported issue occurred during viscoelastic removal.

Manufacturer narrative:
A product sample was received for evaluation. A review of the device history record of the lot shows that the order was built to specification. The returned sample was visually and functionally tested and passed testing. The sample was able to reach a maximum vacuum within specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).